Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the rep that the lcsc5 locked out and produced a flat tone from the generator. The surgeon continued to use the instrument by regrasping the tissue, cleaning the jaws of the blade and activating the blade prior to contact with the tissue. This happened throughout the case (about 6 times). The surgeon continued to use this device to complete the case. There was no consequence to the pt.